Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury. On 04-mar-2025, intuitive surgical, inc. (Isi) received user facility report stating: a curved monopolar scissor arm was functioning at the beginning of the procedure, then surgeon indicated it was difficult to close jaws and cut. Instrument removed from patient, inspected by scrub who noted the instrument use tab had turned red (indicating expired/no lives left). Vision tower inventory list indicated instrument had 4 out of 10 uses remaining. New instrument acquired to replace one removed from field.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.